Event description:
It was reported the patient ((B)(6)) experienced ineffective and unintended stimulation. The patient also reported twisting her body when picking up her son. The physician suspected lead migration. X-rays were taken however, accurate diagnosis was not possible. Consequently, surgical intervention was taken where the scs lead was explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.